Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # 430135aa, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot # 430135aa, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot # 430135aa, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot # 430135aa, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot # 430135aa, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was seen on (B)(6) 2014, and an esophag ogastroduodenoscopy and biopsy for clo-test. The patient's stomach showed inflammatory changes mostly in the antrum with minimal gastritis in this area. The lead was easily seen within the stomach; it was perforated or eroded into the stomach mucosa which was probably the cause of her neurostimulator and lead having been infected. On (B)(6) 2014, the patient's implantable neurostimulator (ins) and lead were explanted. The lead perforation through the mucosa created an inflammatory process around the lead tract from the stomach all the way to the abdominal wall and to the pocket where the ins was located. There were also numerous adhesions of the bowel and omentum to the anterior abdominal wall and to the area of the surgery. The partial gastrectomy and lysis of adhesions also occurred during the explant procedure. On (B)(6) 2014, the patient was feeling better and had very little pain.

Event description:
It was reported that the patient had problems with previous device. "It was going into her bowels, therefore, healthcare provider removed it on (B)(6) 2014". The event cause was determined and not related to the device. The lead was perforation/infection. It was reported no possibility for less invasive options as problem was perforation with infection. Replaced on (B)(6) 2015. The old one was removed on (B)(6) 2014. The patient recovered without permanent impairment. It was noted partial gastrectomy as result.